Manufacturer narrative:
Correction: further review of the analysis of the returned device clarified that the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement percutaneous pin adapter shipped to site 06/13/2016. Medtronic investigation of returned suspect device finds that the adapter was in good condition with no apparent physical damage. Known good percutaneous pins inserted easily and were held solid. The starburst adapter attached to frames without issue as well. No fault found. Reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that their percutaneous pin adapter that does not seem to be attaching to perc pins very firmly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.